Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endeavor sprint device was attempted to be used to treat a severely tortuous, severely calcified lesion with 80% stenosis in the mid-ostium of the ramus. There was no damage noted to the packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used. It is reported that the device failed to cross the lesion and that the stent was deformed. No patient injury is reported.

Manufacturer narrative:
Product analysis summary: the stent was not positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 13th and 19th distal stent wraps with struts raised. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. If information is provided in the future, a supplemental report will be issued.